Event description:
It was reported that the shipping tube package was broken. There were no patient complications.

Manufacturer narrative:
The catheter was returned in a broken shipping tube. The evaluation included visual examination, and notation of any abnormalities such as damaged, incorrect or missing components. The catheter was received in a broken shipping tube. The gray tube is broken 26cm proximal of the bottom of the tube. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The returned outer rectangular box ((B)(4)) does not appear to be the same box in which the customer received the catheter. The catheter appears to be only bent at the outer tube break site, although the sterility has been compromised. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.